Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device undersensed ventricular fibrillation (vf) causing delay on therapy. Three episodes reported. Several unsuccessful shocks on first episode. On the second reported episode undersensing noted, first shock unsuccessful and second shock paced rhythm. The third reported episode began with ventricular tachycardia (vt) below detection rate, successful shock to paced rhythm. Remains in service. No additional adverse patient effects were reported.